Event description:
The user reported that during an angioplasty procedure after crossing the iliac bifurcation the guide wire perforated the vessel resulting in a hematoma. The pt required two units of blood. No add'l harm or injury was reported. The user did not provide a lot number.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.